Manufacturer narrative:
Conclusion: qing-hai huan, et al, ¿vascular perforation by enterprise stent during stent-assisted coil embolization for intracranial aneurysm¿; cardiovascular interventional radiology july 2012 reported vascular perforation during an attempt to place a second enterprise vrd within the first 22mm enterprise to increase the stent metal surface area across the aneurysm neck to further reduce flow into the aneurysm. As outlined in the IFU, the indicated use of the enterprise vrd is to prevent coils from protruding out of the aneurysm into the parent artery. In addition, the IFU precautions that the performance and safety of two or more overlapped stents has not been established. Multiple attempts to readvance the prowler select plus failed and extravasation of contrast was noted. A balloon was used for temporal occlusion of blood flow. After deflation of the balloon no contrast filling of the aneurysm was seen with patency of the parent artery and no extravasation was seen. However, one of the distal radiopaque markers out of the ica was demonstrated with angiography. At discharge from the hospital the patient was alert without any neurological deficit. It was reported that the reasons for failure of navigation of the delivery catheter through the deployed stent in this case may have included less support from the low position of the guiding catheter due to the tortuosity of the ica and apposition of the stent to the wall in the curved vessel. The (B)(6) year-old woman with a long-standing history of migraines was found to have multiple aneurysms. A small aneurysm with small neck in bifurcation of mca and a wide-neck paraclinoid aneurysm were confirmed in arterial angiography (fig. 1a). The patient was pretreated with clopidogrel and acetylsalicylic acid 3 days before treatment in preparation for possible stent-assisted coiling. At angiography, tortuosity of cervical segment of ica was noted, and the tip of guiding catheter (chaperon, microvention, terumo) was position at the origin of ica. Catheterization and subsequent coiling of the aneurysm at mca bifurcation was performed, and subtotal occlusion of mca aneurysm was achieved after framing with hydroframe coil and subsequent filling with soft helical coils. A second stent within the first one was attempted to increase the stent metal surface area across the aneurysm neck to further reduce flow into the aneurysm. However, multiple attempts to readvance the microcatheter failed. And extravasation of contrast media from ica distal to orifice of anterior choroidal artery was noted. The blood pressure was controlled to be less than 100 mmhg, and the anticoagulation was discontinued and reversed immediately by protamine sulfate. A hyperform balloon, 7 × 7 mm, was advanced to petrous segment of ica and inflated to temporal occlusion of blood flow. Injection from contralateral ica and vertebral through left femoral sheath showed no contrast extravasation. Hyperform balloon inflation proximal at the affected site was prolonged for 40 min. The balloon was deflated and angiography performed showed no contrast filling in the paraclinoid aneurysm with patency of parent artery and no extravasation. However, one of the distal radiopaque markers out of ica was demonstrated in angiography. Hemostasis in the puncture sites was achieved by the closure device (angioseal 6f vip; st. Jude medical). An immediate postprocedural CT revealed diffuse subarachnoid hemorrhage (fisher grade ii) mixed with contrast media in basal and bilateral sylvian cisterns. Hypotension was induced for three days. After that, dual antiplatelet medication was administered for 6 weeks, followed by aspirin alone (100 mg per day), which was continued indefinitely. At discharge, the patient showed an alert mental status without any neurological deficit. The enterprise vrd remains implanted and the prowler select plus microcatheter is not available for analysis. The lot numbers of these devices are not known; therefore a device history record review cannot be completed. Vessel injury/perforation is a known potential adverse event that may be associated with the use of these devices in the intracranial vasculature as outlined in the respective instructions for use (IFU). It was reported that the event occurred during attempt to place a second enterprise within the first enterprise. It is precautioned in the IFU that the performance and safety of two or more overlapped stents has not been established. The ability of the stent to withstand post balloon dilatation has not been established. Usage other than the approved labeling may involve risks not described in the labeling. With review of the available information and as reported it appears that device interaction, the tortuosity of the ica and position of the first enterprise in the curved vessel contributed to the vessel perforation. Although without the return of the device a definitive conclusion cannot be made, with review of the information, there is no indication of any device performance or manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time. This is one of two products involved with this event, which is associated with mfg report 1058196-2013-00047 and 1058196- 2013-00048.

Event description:
In qing-hai huan, et al, ¿vascular perforation by enterprise stent during stent-assisted coil embolization for intracranial aneurysm¿; cardiovascular interventional radiology july 2012 reported vascular perforation during an attempt to place a second enterprise vrd within the first enterprise to increase the stent metal surface area across the aneurysm neck to further reduce flow into the aneurysm. Multiple attempts to readvance the prowler select plus failed and extravasation of contrast was noted. A balloon was used for temporal occlusion of blood flow. After deflation of the balloon, no contrast filling of the aneurysm was seen with patency of the parent artery and no extravasation was seen. It was reported that the reasons for failure of navigation of the delivery catheter through the deployed stent in this case may have included less support from the low position of the guiding catheter due to the tortuosity of the ica and apposition of the stent to the wall in the curved vessel. A (B)(6)year-old woman with a long-standing history of migraines was found to have multiple aneurysms. A small aneurysm with small neck in bifurcation of mca and a wide-neck paraclinoid aneurysm were confirmed in arterial angiography (fig. 1a). The patient was pretreated with clopidogrel and acetylsalicylic acid 3 days before treatment in preparation for possible stent-assisted coiling. At angiography, tortuosity of cervical segment of ica was noted, and the tip of guiding catheter (chaperon, microvention, terumo) was position at the origin of ica. Catheterization and subsequent coiling of the aneurysm at mca bifurcation was performed, and subtotal occlusion of mca aneurysm was achieved after framing with hydroframe coil and subsequent filling with soft helical coils. A second stent within the first one was attempted to increase the stent metal surface area across the aneurysm neck to further reduce flow into the aneurysm. However, multiple attempts to readvance the microcatheter failed. And extravasation of contrast media from ica distal to orifice of anterior choroidal artery was noted (fig. 1d). The blood pressure was controlled to be less than 100 mmhg, and the anticoagulation was discontinued and reversed immediately by protamine sulfate. A hyperform balloon, 7 × 7 mm, was advanced to petrous segment of ica and inflated to temporal occlusion of blood flow (fig. 1e). Injection from contralateral ica and vertebral through left femoral sheath showed no contrast extravasation. Hyperform balloon inflation proximal at the affected site was prolonged for 40 min. The balloon was deflated and angiography performed showed no contrast filling in the paraclinoid aneurysm with patency of parent artery and no extravasation (fig. 1f). However, one of the distal radiopaque markers out of ica was demonstrated in angiography (fig. 1g). Hemostasis in the puncture sites was achieved by the closure device (angioseal 6f vip; st. Jude medical). An immediate postprocedural CT revealed diffuse subarachnoid hemorrhage (fisher grade ii) mixed with contrast media in basal and bilateral sylvian cisterns (fig. 1h). The patient was induced hypotension for three days. After that, dual antiplatelet medication was administered for 6 weeks, followed by aspirin alone (100 mg per day), which was continued indefinitely. At discharge, the patient showed an alert mental status without any neurological deficit.